Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified popliteal artery. A 2.5mm x 40mm x 146cm coyote es balloon catheter was advanced for dilation. However, during the first inflation at 10 atmospheres, the balloon ruptured. The device was removed, and the procedure was completed with another of the same device. No patient complications nor injuries reported, and the patient condition was good post procedure.